Event description:
It was reported that the device did not start immediately. User had to try a number of times before the device would start. Device was being used to monitor and not shock at the time of failure. Intermittent "deriv ECG error" code shown on the screen. ECG cables were changed to no effect.